Event description:
It was reported that this pacemaker recorded a code 1003 indicative of voltage to low for remaining capacity. Additionally, it was noted that the rf telemetry was disabled. This pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not been returned.